Event description:
It was reported before use on the patient, a covert market survey was conducted. During the market survey, a counterfeit product was identified in a retail store. Following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample photograph with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw3336 and lot b9047. Upon visual inspection it has been observed that multiple packing and printing related discrepancies were identified. Printing style (font size, font style), line spacing between characters, color scheme, tear perforation markings ware found not matching with actual retain sample and as per ethicon approved artwork, bottom foil branding (ethicon) direction was found in opposite direction as compared to retain sample. Please refer attached pdf for photographic comparative analysis. Complaint sample photograph and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon (B)(4) site. This complaint is concluded as ¿confirm counterfeit product¿. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample photograph with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw3336 and lot b9047. Upon visual inspection it has been observed that multiple packing and printing related discrepancies were identified. Printing style (font size, font style), line spacing between characters, color scheme, tear perforation markings ware found not matching with actual retain sample and as per ethicon approved artwork, bottom foil branding (ethicon) direction was found in opposite direction as compared to retain sample. Please refer attached pdf for photographic comparative analysis. Conclusion: complaint sample photograph and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon baddi india site. This complaint is concluded as ¿confirm counterfeit product¿. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.